Manufacturer narrative:
Product event summary #pli 20: investigation summary - it was reported that there was shocking, a defect in the insulation of the adapter and her feet were turning back. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The hcp was contacted to investigate the cause of the shocking and what was done to resolve it. Follow up indicated that the cause of the shocking was due to the defect in insulation of the adapter. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this was a known event. The report of the patient experiencing shocking. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Concomitant medical products: product ID: 3550-09, lot# l95533, implanted: (B)(4) 2002, explanted: (B)(6) 2012, product type: accessory. Other relevant device(s) are: product ID: 3550-09, serial/lot #: l95533, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that there was a revision. Patient reported had to reposition because it was shocking her. Patient stated that it happened twice and when it happened her feet were turning back and felt shocking in chest and up her back, all over her body. Patient stated that stimulation was off and the manufacturer's representative stated that it wouldn't happen again but it did when they turned it on at the healthcare providers office. No falls/trauma/emi/activity related to this issue. Date of revision was reported to be on (B)(6) 2017. Patient stated that the surgeon for revision told her that the way the first one was implanted was different than what he would have done. No further complications were reported/anticipated. Additional information was received from a healthcare provider (hcp). The hcp reported that the cause of the shocking was due to a defect in the insulation of the adapter. The hcp reported that the shocking was resolved. The hcp reported that a revision was done and a new generator was placed. No further complications were reported.